Manufacturer narrative:
(B)(4) - iris astrophy - (B)(4).

Event description:
It was reported that the surgeon inserted an icm130v4 13.0mm implantable collamer lens on (B)(6) 2010 and the lens was explanted on (B)(6) 2010 iris atrophy. Vault before explant 310microns. This is the second incident involving this patient's right (od) eye. See MFR # 2023826-2010-01263.